Event description:
A surgeon reported a patient whose refractive target was not met following intraocular lens (iol) implant surgery. The surgeon also noted the lens has shifted slightly inferiorly but the center is still within the pupil. She reported the patient would like to have the lens exchanged. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information was requested on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).